Manufacturer narrative:
The (B)(4) has been allocated to this case. The event description provided states that when the rayone emv rao200e lens was injected into the eye it was split in half necessitating its immediate removal. The lens was explanted and exchanged during the original surgery session. No patient harm is reported. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Rayner has queried the availability of the subject device for return for evaluation. Additional information relating to the event has also been sought from the initial reporter. Our review of production records for the rayone emv rao200e batch#: 063217754 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch#: 063217754.

Event description:
On 13th october 2023, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone emv rao200e. The event description provided states that when the lens was injected into the eye it was split in half necessitating its immediate removal.